Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed to release the cubies and did not recognize it being opened. The station was rebooted by staff and the drawer was not detected on the communication bus afterward, which hindered users from accessing medication for patients. This incident resulted in a delay in dispensing medication to the patients due to drawer failure and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer removed the drawer from the device and replaced it with a spare, and cleaned out the drawer. Also, two trays were replaced that showed copper on the headboard, the old row board cable and the old inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer repaired the device.